Event description:
After IV insertion, hooked tubing to angiocath; tubing broke, tubing disconnected and replaced with new tubing. Manager states they changed to this tubing about a month ago, and they have problems with the tubing coming apart and popping on the floor. There has been no patient harm.